Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a knee revision. The surgeon exchanged tibia due to anterior instability.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. No device evaluation performed as the hospital kept explanted device. No medical records received or evaluated. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as follow-up notes are needed to complete the investigation for determining root cause. The reported event regarding instability of a triathlon insert was not confirmed.

Event description:
It was reported that there was a knee revision. The surgeon exchanged tibia due to anterior instability.